Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 30 mg/dl. The customer was treated with soda, 4 glass of juices, ate a hamburger, as well as many other snacks to try to stay conscious. The customer stated that she changed reservoir and infusion set then her blood glucose went down from normal range. The product was not returned for analysis.